Manufacturer narrative:
A steris service technician inspected the system 1e assembly and found a crack in the big blue filter housing. The technician replaced the housing, ran test cycles and confirmed the processor to be operating to specifications. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their system 1e processor. No report of injury.